Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz0545 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the air comes out through the catheter hub when regurgitated during the procedure."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to the reported air during aspiration was unconfirmed since the problem could not be replicated. One 5fr dual-lumen (d/l) powerpicc was returned for investigation. The d/l tubing had been trimmed to length at the 18cm depth mark. A microscopic examination of the connectors revealed nothing remarkable. The luer taper of the connectors was within specification. A functional test revealed that the lumens were patent to infusion. The powerpicc was repeatedly pressurized with water, but no leaks were detected in any part of the catheter. Since no leaks were observed in the returned device, the complaint that the returned powerpicc caused or contributed to the reported event was unconfirmed. A lot history review (lhr) of recz0545 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the air comes out through the catheter hub when regurgitated during the procedure."